Manufacturer narrative:
Complaint conclusion: as reported by the (B)(4) registry the patient had an ischemic stroke 28 days following the index procedure. The patient experienced dysarthria, left hemiparesis, and right hemiataxia. The patient has a history of seizure and came to ER with seizure activity. The patient received ativan, keppra, cerebyx and dilantin during the hospitalization, but has not received any other intervention. He is confused and cannot interact appropriately, therefore neuro assessment is difficult. As of 10 days post procedure, the patient remains in the hospital. The discharge plan is to a rehabilitation facility. Onset was sudden and recovery unknown. Emergency cea surgery was not performed. The duration of neurological deficit is unknown. The event was deemed unrelated to the index procedure and cordis product. Pre-procedure nih stroke scale score was 2 and rankin score was 0. Carotid artery stenting (cas) was performed on a 99% occluded lesion in the proximal right internal carotid artery of 40mm in length in a 5.0mm vessel diameter with mild vessel tortuosity. The arch I lesion was severely calcified. A 7mm basket angioguard embolic protection device was deployed past the lesion and the lesion as pre-dilated. A 7x40mm precise pro rx stent was successfully deployed at the target lesion. The residual diameter stenosis measured 10%. There was no documented presence of air bubbles. The patient was neurologically intact upon leaving the angiography suite. The patient was discharged on the following day without any adverse events. Nih stroke scale score was 1 and rankin score was 0. The (B)(6) male patient has a medical history of stroke, history of right pta, prior stent (right)-wingspan stent by boston scientific/stryker, history of smoking (>5packs of cigarettes) and diabetes mellitus and high risk criteria: high cervical ica lesions or cca lesions below the clavicle. The device was not returned for analysis as it remains implanted. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 16013668 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Ischemic stroke is a known potential risk associated with implanting a stent in a carotid artery and is listed in the IFU as such. It can be defined as a cerebrovascular disorder caused by deprivation of blood flow to an area of the brain, generally as a result of thrombosis, embolism, or reduced blood pressure. The act of stent expansion or post-dilatation, to optimally oppose a carotid stent to the vessel wall, temporarily obstructs blood flow to the cerebral arteries (ischemic process). The physical manipulation of the carotid arteries produces the risk of dislodgement of debris that may travel upstream to the cerebral arteries potentially disrupting perfusion. This act, inherent to the procedure may have contributed to the reported event. A blood vessel that is not blocked, but is extremely narrowed, can also cause an ischemic stroke. The blocked or narrowed arteries deprive brain cells of oxygen and nutrients, leading to nerve cell death; 80% of all strokes are ischemic. During ischemic stroke, diminished blood flow initiates a series of events (called ischemic cascade) that may result in additional, delayed damage to brain cells. Early medical intervention can halt this process and reduce the risk for irreversible complications. Review of the available information suggests that patient factors and/or vessel/lesion characteristics may have contributed to the event reported. No corrective or preventive action will be taken, given that; with the information provided the reported event does not appear to be related to the manufacturing process.

Manufacturer narrative:
Adjudication minutes were received and reviewed. The cec agreed that a cva-major, ipsilateral, ischemic/embolic occurred and was procedure and device-related. Additional details were received from the clinical events committee (cec) meeting minutes that the patient had a history of right carotid percutaneous intervention with stent placement, and left-sided mca and pci distribution stroke. A history of renal transplant was noted. The site also reported that the patient was diagnosed with seizure disorder, which was managed fairly well with keppra for the past 1.5 month. Upon retrieval of the angioguard device, no debris was found in the filter basket. The patient was discharged the following day after stent placement on asa and clopidogrel. Twenty-eight (28) days post-procedure, the patient developed sudden onset of dysarthria and right hemiataxia. According to source documents, the patient was noticing that he was not feeling quite the same as usual: was not feeling well and was having difficulties seeing things, for example, could not watch television. At some point at that time in the morning he was given his keppra dose of 750mg. He took it and within the next half-hour started developing generalized shaking of his entire body. His wife called paramedics. The patient was given 5mg versed en route to the emergency room, however, upon arrival he was noted to have continuous twitching of his right arm and leg. He was given additional 2mg of IV push ativan. Neurology consultation was performed. It noted a history of left-sided mca and pci distribution stroke with no significant motor or sensory residual deficits, except for impaired memory and cognition difficulty as well as a seizure disorder that was most recently diagnosed. On exam, the patient was lethargic, but easily arousable. He responded quickly to voice. At that time he understood only his native tongue of mandarin chinese, and his wife was helping with translation of neurologist¿s instructions. The patient¿s speech was ¿apparently moderately slurred¿ at that time, although he seemed to be appropriately responding to questions. His comprehension was somewhat intact. His eyes were open. He was able to track with his eyes to follow voice. He tracked bilaterally with normal eye movements in both directions. He did not have a significant weakness to his face, although there was somewhat asymmetrical nasolabial fold appearance on the left, compared to the right side. He was able to move his tongue and protrude at midline. His was moving his right extremities spontaneously and freely, yet exhibiting continuous, rhythmic twitching of the right upper extremity, especially at the level of his right hemi-body and seemed to have myoclonic jerks as well. The patient did not move his left arm or leg spontaneously at all and was able to only withdraw the left lower extremity to deep pinching painful stimulation as he felt the pain, as well as was able localize it very well with his right hand. He seemed to be able to move his left lower extremity with at least 5/5 motor strength, however, his upper extremity was completely flaccid and he did not withdraw it either. His plantars were downgoing bilaterally. The nih stroke scale score was not assessed for this event. Over the time of the consultation, a stat CT report came back and was seen by the neurologist. A stat head CT scan the day the patient was admitted showed stable exam with no acute abnormalities identified, with a note of extensive left temporoparietal encephalomalacia and moderate small vessel disease, unchanged. Neurology consultation assessment and plan revealed breakthrough seizures with continuous persistent focal motor seizures of the right hemi-body with preservation of consciousness and awareness. His ativan dose was recommended to be increased with addition of stat loading dose of cerebyx IV with its further slow infusion. Because of patient¿s dense left-sided weakness, his previous history of stroke, recent intervention to his right carotid system, and the fact that CT scan showed no evidence of acute hemorrhage or any evidence of acute stroke, it was recommended for the patient to have a stat MRI done with dwi images first in order to rule out any evidence of acute ischemic stroke, however, upon further discussion with radiology, it was considered to perform CT angiogram prior to MRI. A head and neck CT angiography on revealed the following, as per radiology report impression: large region of encephalomalacia l in the left cerebral hemisphere from prior infarct; moderate small vessel disease in both hemispheres. Slightly asymmetric white matter hypodensity in the subcortical right parietal lobe may represent additional small vessel disease. Subtle ischemic change is a consideration. MRI with dwi recommended. Approximately 40% narrowing of the stented right ica secondary to sent indentation by focal ica plaque. Absent a1 segment of the right anterior cerebral artery. Remaining segments of the right ica are small in caliber but patent. Visualized segments of the right mca appeared patent. Plaque without hemodynamic stenosis present at the left ica. Vertebral basilar system was patent. Addendum report: further review of images demonstrated subtle hypodensity in the subcortical right parietal white matter; this suspected to represent additional small vessel disease, but is questionably more prominent than on the prior exam. MRI with dwi was recommended to evaluate for subtle ischemia. A brain MRI with dwi on the following day, compared to CT scan on the day of admission, revealed the following according to the radiology report impression: right posterior parieto-occipital infarction, likely subacute; large left temporal and parietal encephalomalacia from prior infarct; extensive bilateral white matter ischemic disease; and diffuse atrophy. Per progress note the following day, the patient was very confused and restless. There were no more reports of any seizure-like activities since cerebyx was loaded. Accurate neurological assessment was difficult since he was confused and due to a language barrier, but he was moving his left upper and lower extremities. Breakthrough seizures (focal motor seizures) status partially continued, correlated by eeg finding as well. Diagnostic carotid angiography a week later demonstrated widely patent bilateral common and internal carotid arteries, specifically, the previously stented right ica segments were patent with no evidence of recurrent disease or filling defects. No percutaneous treatment was performed. At the 30 day follow up visit, the patient was on asa and clopidogrel. The nih and the rankin stroke scale score were not evaluated.

Manufacturer narrative:
Complaint conclusion: as reported by the sapphire registry the patient had a major ipsilateral ischemic/embolic stroke 28 days following the index procedure. The event was deemed procedure and device-related. The patient developed sudden onset of dysarthria and right hemiataxia. According to source documents, the patient was noticing that he was not feeling quite the same as usual: was not feeling well and was having difficulties seeing things, for example, could not watch television. At some point at that time in the morning he was given his keppra dose of 750mg. He took it and within the next half-hour started developing generalized shaking of his entire body. His wife called paramedics. The patient was given 5mg versed en route to the emergency room, however, upon arrival he was noted to have continuous twitching of his right arm and leg. He was given additional 2mg of IV push ativan. Neurology consultation was performed. It noted a history of left-sided mca and pci distribution stroke with no significant motor or sensory residual deficits, except for impaired memory and cognition difficulty as well as a seizure disorder that was most recently diagnosed. On exam, the patient was lethargic, but easily arousable. He responded quickly to voice. At that time he understood only his native tongue of mandarin chinese, and his wife was helping with translation of neurologist¿s instructions. The patient¿s speech was ¿apparently moderately slurred¿ at that time, although he seemed to be appropriately responding to questions. His comprehension was somewhat intact. His eyes were open. He was able to track with his eyes to follow voice. He tracked bilaterally with normal eye movements in both directions. He did not have a significant weakness to his face, although there was somewhat asymmetrical nasolabial fold appearance on the left, compared to the right side. He was able to move his tongue and protrude at midline. His was moving his right extremities spontaneously and freely, yet exhibiting continuous, rhythmic twitching of the right upper extremity, especially at the level of his right hemi-body and seemed to have myoclonic jerks as well. The patient did not move his left arm or leg spontaneously at all and was able to only withdraw the left lower extremity to deep pinching painful stimulation as he felt the pain, as well as was able localize it very well with his right hand. He seemed to be able to move his left lower extremity with at least 5/5 motor strength, however, his upper extremity was completely flaccid and he did not withdraw it either. His plantars were downgoing bilaterally. The nih stroke scale score was not assessed for this event. Over the time of the consultation, a stat CT report came back and was seen by the neurologist. A head and neck CT angiography on revealed the following, as per radiology report impression: 1) large region of encephalomalacia l in the left cerebral hemisphere from prior infarct; 2) moderate small vessel disease in both hemispheres. Slightly asymmetric white matter hypodensity in the subcortical right parietal lobe may represent additional small vessel disease. Subtle ischemic change is a consideration. MRI with dwi recommended. 3) approximately 40% narrowing of the stented right ica secondary to sent indentation by focal ica plaque. Absent a1 segment of the right anterior cerebral artery. 4) remaining segments of the right ica are small in caliber but patent. Visualized segments of the right mca appeared patent. Plaque without hemodynamic stenosis present at the left ica. Vertebral basilar system was patent. Addendum report: further review of images demonstrated subtle hypodensity in the subcortical right parietal white matter; this suspected to represent additional small vessel disease, but is questionably more prominent than on the prior exam. Progress note the following day, the patient was very confused and restless. There were no more reports of any seizure-like activities since cerebyx was loaded. Accurate neurological assessment was difficult since he was confused and due to a language barrier, but he was moving his left upper and lower extremities. Breakthrough seizures (focal motor seizures) status partially continued, correlated by eeg finding as well. Diagnostic carotid angiography a week later demonstrated widely patent bilateral common and internal carotid arteries, specifically, the previously stented right ica segments were patent with no evidence of recurrent disease or filling defects. No percutaneous treatment was performed. At the 30 day follow up visit, the patient was on asa and clopidogrel. The nih and the rankin stroke scale score were not evaluated. Pre-procedure nih stroke scale score was 2 and rankin score was 0. Carotid artery stenting (cas) was performed on a 99% occluded lesion in the proximal right internal carotid artery of 40mm in length in a 5.0mm vessel diameter with mild vessel tortuosity. The arch I lesion was severely calcified. A 7mm basket angioguard embolic protection device was deployed past the lesion and the lesion as pre-dilated. A 7x40mm precise pro rx stent was successfully deployed at the target lesion. The residual diameter stenosis measured 10%. Upon retrieval of the angioguard device, no debris was found in the filter basket. There was no documented presence of air bubbles. The patient was neurologically intact upon leaving the angiography suite. The patient was discharged on the following day without any adverse events. Nih stroke scale score was 1 and rankin score was 0. The (B)(6) male patient has a medical history of right carotid percutaneous intervention with stent placement, left-sided mca and pci distribution stroke, renal transplant, history of right pta, prior stent (right)-wingspan stent by boston scientific/stryker, seizure disorder managed with keppra, history of smoking (>5packs of cigarettes) and diabetes mellitus and high risk criteria: high cervical ica lesions or cca lesions below the clavicle. The device was not returned for analysis as it remains implanted. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Reocclusion is associated with the progression of atherosclerotic disease and is a known potential adverse event following stent implantation and does not represent a device failure. Intra-arterial stent placement is a treatment of the disease process, it is not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. Vessel occlusion, restenosis, intimal hyperplasia or recurrent strictures are well known documented potential complications of this type of procedure and are listed in the IFU as such. Stenoses in stents are usually treated with intrastent pta or placement of a second stent. Ischemic stroke is a known potential risk associated with implanting a stent in a carotid artery and is listed in the IFU as such. It can be defined as a cerebrovascular disorder caused by deprivation of blood flow to an area of the brain, generally as a result of thrombosis, embolism, or reduced blood pressure. The act of stent expansion or post-dilatation, to optimally oppose a carotid stent to the vessel wall, temporarily obstructs blood flow to the cerebral arteries (ischemic process). The physical manipulation of the carotid arteries produces the risk of dislodgement of debris that may travel upstream to the cerebral arteries potentially disrupting perfusion. This act, inherent to the procedure may have contributed to the reported event. A blood vessel that is not blocked, but is extremely narrowed, can also cause an ischemic stroke. The blocked or narrowed arteries deprive brain cells of oxygen and nutrients, leading to nerve cell death. 80% of all strokes are ischemic. During ischemic stroke, diminished blood flow initiates a series of events (called ischemic cascade) that may result in additional, delayed damage to brain cells. Early medical intervention can halt this process and reduce the risk for irreversible complications. Review of the available information suggests that patient, procedural, pharmacological and lesion factors may have contributed to the reported events. No corrective or preventive action will be taken, given that; with the information provided the reported events do not appear to be related to the manufacturing process.

Event description:
As reported by the sapphire registry the patient had an ischemic stroke 28 days following the index procedure. The patient experienced dysarthria, left hemiparesis, and right hemiataxia. The patient has a history of seizure and came to ER with seizure activity. The patient received ativan, keppra, cerebyx and dilantin during the hospitalization, but has not received any other intervention. He is confused and cannot interact appropriately, therefore neuro assessment is difficult. As of 10 days post procedure, the patient remains in the hospital. The discharge plan is to a rehabilitation facility. Onset was sudden and recovery unknown. Emergency cea surgery was not performed. The duration of neurological deficit is unknown. The event was deemed unrelated to the index procedure and cordis product. Pre-procedure nih stroke scale score was 2 and rankin score was 0. Carotid artery stenting (cas) was performed on a 99% occluded lesion in the proximal right internal carotid artery of 40mm in length in a 5.0mm vessel diameter with mild vessel tortuosity. The arch I lesion was severely calcified. A 7mm basket angioguard embolic protection device was deployed past the lesion and the lesion as pre-dilated. A 7x40mm precise pro rx stent was successfully deployed at the target lesion. The residual diameter stenosis measured 10%. There was no documented presence of air bubbles. The patient was neurologically intact upon leaving the angiography suite. The patient was discharged on the following day without any adverse events. Nih stroke scale score was 1 and rankin score was 0.

Manufacturer narrative:
The product remains implanted and is thus not available for analysis. Additional information is pending and will be submitted within 30 days upon receipt. Concomitant medications: bivalirudin was given during the procedure. Pre and post-procedure medications included aspirin and clopidogrel. Post-procedure medications included ativan, keppra, cerebyx and dilantin. Concomitant devices: angioguard rx catalog number 701814rmc, lot number 70712438.